Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in a vein graft. After the lesion was predilated, a 32x4.0mm taxus liberte stent delivery system (sds) was advanced, but could not cross the lesion in the vein graft. The stent dislodged inside the patient. It is unknown how or if the stent was removed from the patient. No additional patient complications were reported and the patient's status is fine. Additional information has been requested and is not available